Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B) (4). This case involves a (B) (6) female patient who received 1/2 a vial of poly-l-lactic acid (sculptra) therapy on (B) (6) 2009. The injections were administered to the cheekbone, the lower jaw line, and the forehead. No additional treatment details were provided. On an unspecified date, the patient developed nodules on the cheekbones, the lower jaw line, and the forehead. When the patient came on consultation on (B) (6) 2009, she had a few slightly palpable nodules that were not visible. On (B) (6) 2010, the nodules had increased in volume and on each of the injections sites, the nodules were very palpable, and the nodules on the forehead were visible. Relevant medical history and concomitant medication information were not mentioned. Action taken: unk. Corrective treatment: unk. Outcome: not recovered/not resolved. Reporter's casual assessment: not provided.